Manufacturer narrative:
A used ICU medical transfer set was returned for investigation. The reported spiros was not returned to evaluate with the transfer set. The used ICU medical transfer set was visually evaluated and there was seal coring on one of the microclave assemblies connected to the check valve. The entire fluid circuit as returned was pressure leak tested. No leakage was observed at any location along the fluid path. The microclave with the seal cored was disassembled and seal coring was the only observable damage noted. The complaint of leakage was unable to be confirmed. The probable cause of the microclave silicone seal damage cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer, however, testing and investigation is not complete.

Event description:
The event involved a report stating that a leak was noticed on an unspecified transfer set after transferring a patient back to bed after using the bathroom. It was further reported that the mother noted her hand to be wet after straightening out IV tubing. The rn paused all infusions and instructed the mother to wash her hands thoroughly and found ¿connection to be leaking between methotrexate (mtx) tubing and spiros connecting it to ivf tubing¿. It was also stated that the tubing was taken down with 17.1 ml left to infuse, however, a new dose of 17ml was made by pharmacy and a new chemo clearance placed. The report stated that they plan to hang and finish the last 17ml prior to 24hr mark from original bag being hung. The report also stated that per rn judgment, only drops leaked out. There was no damage to patient skin expected and assessment was within defined limits.